Event description:
The technician alleged that the bed has no functions electrically or manually and is stuck in the hi/low down position. No injury reported.

Manufacturer narrative:
The technician found the cause to be all of the hydraulic fluid leaked out of the hydraulic reservoir. The technician replaced the hydraulic reservoir, added hydraulic fluid and bled the air out of the lines to resolve the issue.